Event description:
It is reported that end-user developed, within last couple months, white fluid filled pimples at the right lower quadrant (rlq) around the stoma and under to ostomy wafer. Currently treating with prescriptive kenalog spray. It is reported that end-user has been using product for many years, but developed issue with the last two (2) months.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Report states that end-user performs skin care regimen as follows: the appliance with (B)(6) adhesive remover is removed, then the skin is washed wit (B)(6) soap and water; rinses; pats dry then applies kenalog spray then skin tac, and allows to dry then applies (B)(6). Lastly it is reported that the end-user has difficulty seeing area due to macular degeneration and is assisted by spouse. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to covatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).